Manufacturer narrative:
Additional information was provided in h.2., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The product was not returned for evaluation as it remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The physician has no intention to perform an explant at this time. Glasses were prescribed to the patient, and if needed, they will perform a laser touch-up. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(6).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a presence of multiple microvacuoles consistent with glistenings in an intraocular lens (iol) implanted in a patient who underwent cataract surgery in 2022. In addition to this finding, a refractive change was also noted when compared to the examination performed two years earlier. The physician had no intention to perform an explant at this time. Glasses were prescribed to the patient, and if needed, he would perform a laser touch-up. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.